Event description:
It was reported that the device exhibited a motor rate error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the right plunger case was cracked and the bottom case was damaged. The event history log confirmed a motor rate error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board did not work as intended. The main board was replaced and the stepper motor, worm coupling and gear were also replaced as a preventive measure. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.